Event description:
Additional information indicated that physician recharge was successfully completed in physician office two days prior to the report and that the patient was instructed to complete a full normal recharge session.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced telemetry issues. It was suspected that there was an over discharge of the implantable neurostimulator (ins). The patient last felt stimulation 2 weeks prior to the report. It was noted that the manufacturing representative was unable to communicate with the 8840, patient programmer, or recharger. It was noted that the representative tried the antenna locate (al) and found values of 48-62. It was noted that the patient had only 2-3 coupling bars. It was noted that the ins may have been implanted too deep. It was noted that the representative was planning a physician mode reset (pmr). Additional information received reported that it was unknown if the over discharge was confirmed. The over discharge was due to patient compliance. A physician-mode-recharge (pmr) was performed but it was not successful. The patient was unable to charge their device. The patient was going to be seen in physician office at the next appointment. The patient outcome was unknown. Further information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).